Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: h4: the device manufacture date was reported as unknown on the initial report; and has been updated accordingly. Investigation summary = the complaint device was received at the service center and evaluated. It was reported that during a knee arthroscopy the fms vue pump-shaver box pump gives indication of low pressure and does not respond. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: component failure. The defective parts replaced to resolve the issues. The faulty parts was identified as the root cause for the device failure during the service evaluation. A manufacturing record evaluation was performed for the finished device [j13a70364] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by affiliate in (B)(6) that during a knee arthroscopy procedure on an unknown date, it was observed that fms vue pump-shaver box pump device gave an indication of low pressure and did not respond . Another like device was used to complete the procedure with a delay of 15 minutes. There were no adverse patient consequence reported. No additional information was provided.